Manufacturer narrative:
The insulin pump passed displacement test and active current test. Unit failed sleep current test. High sleep current isolated to pcba 1. Pump error alarm due to j6 connector resistance issue. Low battery alert less than 1 week not confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had low battery alarm. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.